Event description:
It was peripheral intervention and they were using it with the angiojet and it gets stuck with the angiojet and when they tried to remove it, the whole coating come off from the wire. They put the guidewire first and they put the angiojet over the guidewire and while they were addressing the angiojet, it gets stuck on the wire and it strikes the coating of this wire come off. The physician had the wire position so he had to remove the wire and the angiojet at the same time. He used the rozen wire to complete the procedure. No pt complications. Pt is fine.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The mfg batch record review confirmed that the device met all material, assembly and inspection specs. It was reported that the device involved in this incident is expected to be returned for eval. At the time of this report, the device has not been received for eval. Should the device be returned, if there is any further relevant info from the eval, a f/u medwatch report will be provided.